Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator began to fire, but did not complete its full cycle, preventing a successful deployment. The applicator had an exposed and bent needle with sensor wire still inside the exposed needle. The sensor pod was still attached to the applicator. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be excessive friction.